Manufacturer narrative:
Date of event was reported as a few weeks after implant of device ((B)(6) 2016). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer's representative reported that while programming at the patient's initial programming session they felt a shocking sensation in their ribs and as a result (to avoid the shocking) they were not able to program with certain electrodes. The patient was feeling fine and then suddenly they felt the shocking sensation in the ribs again. They were not making any adjustments or moving when this occurred. The sensation caused rib pain and tenderness and had to turn the therapy off. No falls or trauma were reported related to the issue. Impedances were normal. The patient turned the therapy back on the morning of this report and it had been fine so far. Follow up information received from the representative on aug. 22, 2016 reported that they met with the patient at an appointment on (B)(6) to reprogram them to avoid the uncomfortable stimulation in the ribs issue. The cause of the shocking sensation in the ribs was unknown. An impedance check was performed and all electrodes were normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.